Event description:
It was reported the pt no longer has stimulation and the ipg does not communicate with the external devices. It was reported the pt had not used her scs system or charged the ipg for months because she felt the stimulation was not needed. Follow up determined the physician planned surgical intervention at a future date to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.